Event description:
The surgeon was using the covidien medium/large clip 10mm with reference no.: 176657 lot no.: j4c4096ny in clipping the cystic artery and the first and second clips broke and it severed the cystic artery. We opened another medium/large clip and it worked properly.